Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 would not reopen after the second firing in order to reload the third time. An ussc endo gia was used to complete the case. There was no consequence to the patient.